Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue damage appears to be related to procedural condition. The reported patient effect of tissue damage as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Nab5. Correction to date of when the patient presented with increased mr which was (B)(6) 2020 and not (B)(6) 2020. B6. Correction to date - (B)(6) 2020: echocardiogram = mr grade 4+.

Event description:
Subsequent to the final report filing, it was reported that the correct date of when the patient presented with increased mr was (B)(6) 2020 and not 8/8/2020. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that the index mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr) with grade 4+. The patient had pre-existing dilated cardiomyopathy (dcm) one clip was implanted with no complications, reducing mr 2+. On (B)(6) 2020, the patient presented with increased mr of grade 4+. The initial clip was confirmed to the be stable on the leaflets and there was no leaflet or chordal damage noted. In the physician¿s opinion, the increased mr and worsening dcm was due to progression of disease. There was no causal relationship between the worsening of the dcm, mr and implanted clip. On (B)(6) 2020, second procedure was performed to treat the increased mr grade of 4+. The first clip was implanted on the lateral side next to the initial clip. The second clip (00711u314) was implanted on a1/p1 with residual mr. The anterior leaflet was slightly cut when the clip was closed. The physician re-positioned the clip and mr was almost controlled, but it did not reach acute procedure success (aps). Two clips were implanted, reducing mr 3+. The physician is also considering mitral valve replacement. Reportedly, the patient had underlying cardiac sarcoidosis and progression of cardiac sarcoidosis with led to worsening dcm and worsening mr. No additional information was provided.